Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and replaced. No adverse patient effects were reported.